Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard but telemetry had not yet been performed. The patient had not been able to find a healthcare provider (hcp) to fill their pump. The patient had moved from (B)(6). The patient ran out of medication 2 weeks ago. The pump was alarming every 10-30 minutes. The patient described a sound consistent with the critical alarm and clarified the alarm was going off every 10 minutes pretty consistently. The patient was starting to go through withdrawals and reported an increase in their pain level. The patient rated their pain level an "8" and it was doing down their legs. It was noted that the patient had 25 back surgeries. The patient attempted to call their physician from (B)(6) to have one more refill done with them but they told the patient that as of (B)(6), the patient was no longer their patient. The pump system was delivering fentanyl and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.